Event description:
When the becton dickinson (vacutainer) luer adapter is used with the IV catheter tips to draw blood, hemolysis occurs because of improper fit. This is occurring nationwide in emergency rooms as rn's draw blood. Rptr has seen this occur repeatedly over an extended period of time. Rptr is working to implement a piece of extension tubing to release the pressure prior to the luer adapter. The correction is easy but a slow process. Rptr tracked many, many samples and is confident of this occurrence. The co has confirmed it, but now their position/availability has changed. There is no motivation to correct since they have had years of "double profits" since blood is redrawn. Many, many people are affected by this occurrence.